Manufacturer narrative:
Component and evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, damaged air detector, and bubbled downstream occlusion (dso) seal. Review of event history log was not applicable. Functional testing was able to replicate the reported issue; the unit would not register when a cassette was attached to the air detector and the air detector showed heavy physical damage. The root cause was determined to be mishandling of the device/air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line. There was unknown patient involvement.